Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced multiple, intermittent high blood glucose (bg) levels (200-300 mg/dl) and correction insulin injections were used to address the high bg level. The customer was not sure what the caused the high bg. Tandem technical support discussed with the customer the possible causes of a high bg and suggested the customer discuss the high bg issue with a healthcare provider. The customer acknowledged.